Manufacturer narrative:
Investigation results: an investigation of the device was unable to be performed as the device was discarded at the user facility. Multiple attempts made to contact the customer for additional information were unsuccessful. This type of damage can occur during use if the blade teeth come in contact with another metal instrument, such as the cutting block or retractors, that are harder than the blade teeth itself. In addition, activation of the saw while inserting or removing the blade from the cutting block can cause teeth damage and possible breakage. Conmed linvatec will provide the customer additional information regarding use of this device.

Event description:
The user reported that during use of this blade, the lateral tooth broke off the blade. The detached piece was retrieved without injury.